Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the therapy never helped. Patient got a tune up about 2 weeks ago and the rep came out to the pain management doctor and programmed it and it still not doing nothing for patient. Patient still has one more week and asked if they needed to schedule for the representative to call them next week. Redirected the patient to their healthcare provider (hcp). Additional information was received, it was reported that the therapy was reprogrammed 8-9 times. The patient noted that when they turned it on, it shocked their groin area and hurt it badly and hurt on a high setting. The patient stated their healthcare provider (hcp)wanted to do an si fix and they thought it was their joint. The patient noted it had never hurt like that and their knee was hurting. Patient was told by their hcp that when their groin hurt it was their si joint however, patient thought that if the machine was out of their body it would not hurt anymore. Additional information was received, it was reported when the patient got their settings done they were getting shocks in their knee and groin area. Patient mentioned the implant site was getting hot, feels like they were on a heat pad. Patient stated their doctor wanted to do an si fix, but the problem was the implant shocking them. Patient mentioned their back surgeon wanted to take the implant out and was already working with getting the authorization to take the implant out. Agent documented information provided during the call and redirected patient to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.